Manufacturer narrative:
An outside the united states (ous) customer contacted the siemens customer care center (ccc) reporting the observation of elevated atellica im 1600 high-sensitivity troponin I (tnih), lot 074, results that were discordant compared to the lower result obtained when the sample was tested with an alternate method. Qc was in range at the time the sample was run. The interpretation of results section of the atellica im tnih instructions for use (IFU) states: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." Siemens is investigating.

Event description:
The customer obtained an elevated atellica im 1600 high-sensitivity troponin I (tnih), lot 074, result on a serum sample from a male patient. The result was reported and questioned by the physician. The same sample was retested in duplicate and similar results were obtained. The atellica im tnih results were considered discordant relative to the lower result obtained when the sample was tested with an alternate method. There are no allegations of patient intervention or adverse health consequences due to the elevated tnih results.

Manufacturer narrative:
Siemens healthcare diagnostics filed MDR 1219913-2022-00442 initial report on 2022-12-16. Additional information - 2023-02-21. The customer tested the sample with a second troponin I alternate method. The result was 4.9113 ng/l. Interference detected. Additional information - 2023-03-06 siemens concluded investigation for an outside the united states (ous) customer observation of an elevated atellica im high-sensitivity troponin I (tnih) lot 074 result on one male patient serum sample that was low/normal on an alternate method. Siemens reviewed the available information to determine probable cause and evaluate for potential product issue. Quality control (qc) was in range at the time the sample was run and the patient sample results were reproducible. The atellica im initial result was 138.830 ng/ l (99th% male serum = 53.53 ng/l) and the repeat results (in duplicate) were 137.189 ng/l and 136.957 ng/l. This indicates a sample/patient specific incident. The sample was also run on two alternate test methods; alternate method 1 result was 0.00 g/l and alternate method 2 was 4.9113 ng/l (low/normal results). No sample was available to be sent to siemens for further investigation (i.e., for any sample interferents that could have caused the elevated result). The atellica im tnih method is a high sensitivity troponin I method compared to the alternate methods, which are conventional sensitivity troponin I method. Results from different methods are not interchangeable due to differences in assay specificity and sensitivity. There is no expectation that atellica im tnih and the alternate methods will have similar results. The clinical performance section of the atellica im tnih instructions for use (IFU) states, "there are conditions other than ami that are known to cause myocardial injury and elevated tni values." The interpretation of results section of the atellica im tnih IFU states: results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." Based on the investigation, no product performance issue was identified. The customer is operational. Investigation finding and investigation conclusion codes were updated based on the investigation results.